Event description:
It was reported that stent damage occurred. The target lesion was located in a circumplex artery. Following pre-dilalation, a 2.50x16mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noticed that there were changes in the mesh. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in a circumplex artery. Following pre-dilalation, a 2.50x16mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noticed that there were changes in the mesh. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
A synergy ous mr 2.50 x 16mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts in the mid-section of the stent were noted to be lifted from their original position. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft revealed no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.